Manufacturer narrative:
The incident device is not manufactured or distributed by endologix and has not been received for evaluation. The reported event did not identify a malfunction or failure of the afx devices. The deployment of a non-endologix stent and coiling of the hypogastric prior to the use of the afx devices is outside the instructions for use and may have contributed to the reported event. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device not made by company.

Event description:
Patient had an initial implant procedure where the hypogastric artery was embolized first, followed by the deployment of a non-endologix graft in the right common iliac artery (rcia). The physician then implanted an afx bifurcated stent followed by a suprarenal aortic extension. After the deployment of the afx devices the physician attempted to remove the pig tail catheter and was not able to withdraw the catheter. An additional wire was inserted to assist with the withdrawal of the catheter and was unsuccessful. A final attempt to withdraw the catheter resulted in the tip (about 1.5cm) breaking off and stuck in between the main body and proximal extension of the afx devices. The tip was not removed and remains stuck in the main body graft. There was no reported injury to the patient. The pigtail catheter is not a product of endologix and the breaking off of the tip of the catheter seems to be a use error.